Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. -patient was revised to address pain, fluid collection, and osteolysis. Doi (B)(6) 2008 - dor (B)(6) 2012 (right hip). **update: (B)(4) 2013 - litigation papers received. Litigation alleges that the acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from the acetabulum causing pain, elevated metal levels and alval tumor. An acetabular cup is now being reported to address the alleged loosening.

Manufacturer narrative:
Update: the devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 2582355 and c61fd1000. A search of the complaint database finds additional reported incidents against lot code 2407733 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor, metal wear, metallosis, and elevated metal ions.